Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2023 wherein and the leads were explanted and replaced restoring therapy.

Event description:
Related manufacturer report number 3006705815-2023-05948 it was reported the patient experienced ineffective therapy. Diagnostics indicated that the lead had multiple contacts with high impedance. As a result, surgical intervention is pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated.